Manufacturer narrative:
Analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal therapy (2000 mcg/ml, 700 mcg/day) via an implantable infusion pump. The lot number, patient medical history, and concomitant medications were unobtainable. The indication for use was not noted. A motorstop was reported. No electromagnetic interference (emi) source could be identified. It was unknown what led to the event. The logs were checked and indicated that a motor stall occurred on (B)(6) 2015 at 13:51; no recovery was noted, in the logs provided. The issue could not be and was not resolved. The patient status at the time of the report was alive no injury". Additional details about what happened to the patient, relevant to this event, was not specified. No surgical intervention had occurred; however one was planned for (B)(6) 2015. The company representative reported additional information on (B)(6) 2015, that the implant date was unobtainable. The cause of the motor stall was not determined and it was unknown if more than 1 motor stall was noted in the event logs. It was also unknown if the motor stall recovered. It was confirmed that the pump was changed on (B)(6) 2015 and the patient was "okay". The device was returned. No further information was provided.